Event description:
A nurse reported that a capsar distraction pin broke in a female pt during a procedure to repair an anterior cervical fracture (acf). The surgeon was able to retrieve the head of the pin from the pt's spine with no injury to the pt. The broken pin and remaining box of pins will be forwarded to quality assurance for eval. This malfunction is occurring below the frequency and severity that are usual for this device.